Event description:
An article published in the december 2007 issue of "international urogynecology journal and pelvic floor dysfunction" describes the following coaptite related patient event. A patient with carcinoma of the urethra had a distal urethrectomy. Post operatively the patient developed stress urinary incontinence (sui). After four months the patient was treated for sui with a coaptite injection. One month later, the patient experienced new urinary incontinence, gross hematuria and a urethral mass, which occurred after riding a bicycle.

Manufacturer narrative:
Physical examination and rigid cystourethroscopy revealed evidence of a protruding urethral mass consistent with urethral prolapse. The patient underwent an MRI to rule out cancer which demonstrated two collections of bulking material with associated urethral prolapse, but no sign of residual or recurrent cancer. Analysis of the tissue during surgery revealed no evidence of recurrent cancer. The final pathologic specimen revealed benign inflammatory tissue with no evidence of recurrent malignancy. The physician who performed the coaptite procedure and treatment was not identified. The procedure date is unk. The device lot number has not been identified; therefore the device history records could not be reviewed.